Manufacturer narrative:
Additional information provided in h.6. And h.11. And correction information provided in b.5. No technical inquiries were received from the customer. The clinical evaluation has been reviewed by the manufacturing site. The evaluation did not indicate if the device contributed to or could have contributed to the reported event. A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that there was an impact on the patient, as the retina was aspirated, resulting in a small hole; however, this was not expected to affect the patient¿s vision. The device produced noise from the cutter only at a low-cut rate, with no abnormal sounds at higher settings. The patient¿s current condition is stable with an oil tamponade in place. A final assessment could only be made after oil removal, which is planned within the next two months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, during vitrectomy surgery, some cutters connected to the ophthalmic operating system exhibited no cutting and patient experienced retinal tears during vitrectomy surgery. The surgery was completed by switching to old system in between the surgery. Current condition of the patient is unknown. Additional information has been requested, none received till date.